Manufacturer narrative:
The returned device was evaluated and damage was noted to the exposed portion of the soft cannula. The distal tip was found missing from the cannula. It is unclear when the damaged occurred. Fluid was not able to travel through the fluid path successfully due to the distal tip being missing from the soft cannula. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 400 mg/dl while the pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.